Event description:
Caller reports the plastic near the electrical contacts of the inform meter is melted. No adverse event reported. A request was made for the return of the base and meter, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.